Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This is one of two devices associated with the patient's implant experience. Refer to manufacturing report number 1220648-2025-26403 for the first rp flex device experience.

Event description:
The user facility reported a patient postoperative cardiothoracic surgery was implanted with an impella rp flex for mechanical circulatory support and experienced low pump flow, thrombus and hemolysis requiring device removal. Three days earlier the patient had an impella rp flex device placed and removed the following day after implant. It was decided that the patient required support again, and the patient was placed on another impella rp flex device. However, after approximately two days on support, the patient's motor currents and pulmonary artery pressures abruptly doubled. An x-ray confirmed correct position, and the team discussed likely hood of clot ingestion with presence of motor current and drop in flows. Also noted was hemolyzing labs and drop in hemoglobin. Removal of device was recommended as best option for patient, which was successfully completed. The patient was noted to be stable following the event.

Manufacturer narrative:
The investigation of hemolysis, low pump flow, and thrombus have been completed. The data logs confirmed low pump flow for the whole case with motor current (mc) spike and auto suction response. The product was not returned for review. Based on clinical description and data analysis, the root cause of low flow was most likely biomaterial ingestion. The root cause of hemolysis was most likely biomaterial ingestion. Note: removed failure mode (fm) thrombus as it was a root cause for both hemolysis and low flow.